Event description:
The nasal cannula kept coming out. There were times during the night rptr would wake up and find that it had slipped out of their nose. Rptr mentioned this to the service man when he visited and he suggested to try turning the prongs. Tried this and it was continuing to where it would be coming out of nose at times. Eleven days later rptr changed the nasal cannula and when they did they noticed that the prongs were shorter than the one they were starting to use for the next two week period. Rptr doesn't know if there was a MFR machine problem that created this or not. Rptr is now going to always be checking the prong length to be sure that its the same length rather than have what they had in the two week period. They were assembled in mexico. Rptr feels concerned for the proper oxygen intake capacity for the pts.

Event description:
Add'l info rec'd from rptr 1/29/06: rptr on klonopin .5 mg 3xdaily along with other meds. Their need for at home oxygen began with dr's orders on a hosp d/c day. The liter flow prescribed 2 lpm's, hrs per day 24, documented pq2: 46.1. Rptr had another I/p hosp d/c on 08/24/2005, with the oxygen order being 2 liters at night and prn. Rptr had different d/c meds pertaining to these admissions. Rptr mentioned to the service rep. That rptr was having the nasal cannula problem and he suggested turning it around. Rptr continued to have problems, upon changing the nasal cannula which is done every 2 weeks, rptr noticed the prongs were shorter in length and the spacing different in the tubing.